Event description:
The lay user / patient contacted lfs on 03/23/2010, alleging that his ultralink meter was reverting into the set up mode. The pt mentioned that on (B) (6) 2010 felt weak. He did not seek any medical attention or contact his physician. He attempted to test his blood glucose on (B) (6) 2010 and meter was reverting to the set up mode. He did not seek any medical attention or contact his physician for assistance. The pt denied that the meter reverted into the meter settings. The pt denied that the issue occurred after the battery was replaced. This was not the first time the meter was being used. The meter was replaced. There is no evidence that the meter caused or contributed to any adverse event, since the pt denied seeking any medical attention and the symptoms are not suggestive symptoms of a serious injury. The complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.